Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of provided x-rays. Review of x-rays identified superolateral dislocation of the hip component. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: 16-116060 ringlc+ ltd hole shell sz60 551830; 103532 tilow profile screw 6.5x25m 925520; 51-107160 tprlc 133 mp type1 pps ho16 2798894; 11-363662 36mm cocr mod hd std 874310. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to product location being unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left hip revision approximately 5 years post implantation due to dislocation. The liner component was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.